Manufacturer narrative:
Continuation of d10: product ID: 8780, serial# unknown, implanted: (B)(6) 2024, product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: unknown, ubd: unknown, UDI#: unknown, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider, foreign) regarding a patient who w as receiving morphine (15 mg/ml at 3.497 mg), bupivacaine (0.7 mg/ml at 0.16317 mcg/day), and clonidine (37.5 mcg/ml at 8.741 mcg/day) via an implantable pump. It was reported that during the pump refills, a larger volume was withdrawn from the pump's reservoir than the amount indicated on the clinician programmer tablet. Therefore, a catheter test and a rotor test were performed on (B)(6) 2026. During the rotor test, it was clearly observed that the gears moved the required number of degrees. The pump was functioning properly. However, the catheter test was not completely successful because it was not possible to determine the entire path of the catheter. It could be seen where it exits the pump and where it ends, but not the full trajectory. Therefore, the physician determined that the catheter was obstructed and that there is no way to unblock it. The physician stated that based on their experience, this was due to the patient¿s scar tissue. It was further reported that it could not be determined whether the catheter was functioning properly, as a cut catheter was also visible, but it appeared to be a discarded piece of catheter. Regarding factors that may have led or contributed to the issue, the patient's scarring was a contributing factor. Regarding actions taken to resolve the issue, the physician indicated they would seek to make a decision. The issue was not resolved as of (B)(6) 2026.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received on 2026-may-01 from a foreign health care provider (for, hcp) via a manufacturer representative (rep) indicated that the doctor informed them that the previous pump and catheter worked correctly, but the pump's lifespan came to an end, so it was replaced along with the catheter. Therefore, everything had been functioning properly beforehand.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received on 2026-mar-13 from a foreign healthcare provider via a company representative. The physician issued a statement indicating that the catheter obstruction was due to a fibrosis development process, which was blocking the tip of the catheter. Additional information was received on 2026-mar-17 from a foreign healthcare provider via a company representative. The patient¿s medical history included post-laminectomy syndrome. The serial / lot number of the catheter associated with the event was unknown. Regarding the previous report of a cut catheter that appeared to be a discarded catheter, it was clarified that the patient underwent a catheter and pump replacement; however, the previous catheter was left in place. As a result, both catheters are visible on the radiographic image, which may have caused confusion. Regarding actions taken to resolve the pain and catheter blockage related to scarring, a rotor test was performed, and an attempt was made to clear the catheter by injecting contrast medium on 2026-jan-29. The issue / blocked catheter was not resolved. The catheter would not be returned to the manufacturer as it remains I mplanted in the patient. The patient¿s age at the time of the event was unknown.